Event description:
It was reported via repair work order that there was no power to the bed due to a missing cpu board. It was also reported that the motion interrupt pan was detached due to missing mounting standoffs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.